Event description:
It was reported that the patient underwent treatment for l3-4 spondylolisthesis with implant of posterior fixation at l3-5. It was reported that post-op a break off setscrew had backed out at right l3. Patient underwent a revision to replace the setscrew and extend construct.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Multiple ap and lateral lumbar films show pedicle screws at l3, l4, l5 with interbody spacer at l3, l4. Later films show backout of l3 setscrew and interbody device. Interbody device appears clearly undersized. This device catalog number is not approved for use in the united states; however, a like device catalog number 7540020 is cleared in the united states.